Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03144. This report is being submitted as additional information. Approximate age of device ¿ 9 months. The event occurred at (B)(6). Device evaluation: the report of a potentially compromised driveline can be confirmed. The pump was returned assembled with the driveline cut at the pump end bend relief. A severed portion measuring approximately 13 inches and a distal portion measuring approximately 29 inches were returned separately. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the orange wire. The insulation breach in the wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. Further examination of the remaining wires revealed no additional wire breaches. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The breach in the wire could have interrupted function as a result of the exposed conductor of the wire potentially contacting the braided shield and shorting to ground if the device was supported by the power module. If the exposed conductor contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported and pump stoppage events. The heartmate ii left ventricular assist device (lvas) instructions for use (IFU) and patient handbook explain that all hm ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a clinic visit on (B)(6) 2017, a ¿driveline disconnected, pump stopped¿ alarm was noted during review of the device history. The patient reported feeling dizzy at that time, and the system controller was switched back to batteries immediately. The alarms stopped and the system was checked. It was reported that the driveline was twitching under the belt of the patient¿s trousers. After ¿relieving¿ the driveline, the system controller was connected to the power module again and a log file was saved. The log file reviewed by the manufacturer¿s technical services representative confirmed the reported alarms. Submitted x-ray images showed no obvious or conclusive areas of concern. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed; however, a pump stop alarm occurred later that night when the patient was sitting and moving gently on the bed. The patient reportedly was asymptomatic and hemodynamically stable. On (B)(6) 2017, the patient underwent a pump exchange. No further information was provided.